Event description:
It was reported that the large hex driver tip fractured while the dentist was trying to adjust the abutment screw. The fracture portion remains in the head of the abutment screw. Since the crown is well screwed, the dentist decided to leave the fractured portion of the hex driver in the mouth until the crown gets loosen. The dentist believes in that way it is not need to break the dental crown unnecessarily.

Manufacturer narrative:
Visual inspection of the as received product confirmed that the hex on the driver tip had fractured. The complaint was confirmed. The lot number for the hex driver was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.. Add follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.